Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Atrial lead pacing impedance was less than 100 ohms at time of interrogation on 2015-(B)(6). (B)(4)

Event description:
It was reported that the right ventricular (rv) lead had insulation damage/clavicle crush which was confirmed on x-ray. The lead had low impedance and oversensing. It was also reported that the atrial lead had low impedance and far field r-waves. The rv lead was capped and replaced and the atrial lead remain in use. No patient complications have been reported as a result of this event.